Manufacturer narrative:
D9- returned to manufacturer, g3, h3: device evaluated by manufacturer, h10 remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9- returned to manufacturer, g3, h3: device evaluated by manufacturer, h10 remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual insulin injection was delivered to address bg.